Event description:
Report received of an overdelivery. A nursing home resident was to receive morphine with a concentration of 20mg/ml and a container size of 100ml. The physician orders were for morphine subcutaneously with a continuous rate of 2 mg/hr, a 6 mg bolus dose every 15 min., no loading dose and an unspecified 4 hr limit. The pump alarmed "almost empty" approx 3 hours after the infusion was initiated. The staff found the resident with decreased respirations and a swollen upper arm where the subcutaneous infusion was delivered. The pump display after the incident indicated programming of: morphine intravenously at a continuous rate of 25ml/hr, no bolus, no loading dose, and no 4 hr limit. The resident was transported to a local emergency room. The pt was treated with an unspecified amount of narcan, and recovered with no reported adverse sequela. Though requested, no further info was available.